Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 27 cfu comprised of the following 8 isolates: -variable rods bacillus glycinifermentans. -positive cocci, staphylococcus hominis. -positive cocci micrococcus luteus. -variable rods bacillus infantis. -variable rods bacillus megaterium. -negative rods stenotrophomonas rhizophila. -variable rods bacillus glycinifermentans. -variable rods bacillus glycinifermentans. The duodenoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: -operation channel, primary slice by accessory. -leak at left/right control knob. -air/water socket cylinder o-ring chipped. -distal cap - fixed type failed seal integrity inspection. -failed dry/wet leak tests. -umbilical cable dent. -segment steel braid cut. -lidhtguide prong cover glass set loose. -fluid invasion not observed in control body or in pve connector. -hole in #2 remote control button cover. -umbilical cable single buckled under pve root brace. -umbilical cable cut. -operation channel - primary mild resistance. Repairs were performed on the duodenoscope which included replacement of the following components: -biopsy inlet t-piece pb-free. -air/water tube. -deflector body. -deflector body link. -deflector operating wire. -operation channel. -bending rubber. -distal case/cap. -adjusting collar. -segment attaching screw. -distal case attaching screw. -segment assy attaching screw. -staycoil collar. -segment staycoil assy imp-c/pb-free. -rl and ud pulley assy.

Event description:
After completion of all inspection and repairs, the duodenoscope was shipped back to the customer on 04/13/2018 under the reference delivery number 82052477. On 05/10/2018, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax ed-3490tk/serial (B)(4)has been routinely serviced by a pentax facility since the device was shipped to the customer on 03/12/2013. Corrective action issue-pai-18-030072, was initiated on 10 apr 2018 for a sampling and culturing study trend and is still in the investigation process. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036). Result codes(s): wear problem FDA 140. Conclusion code(s): device repaired and returned FDA 63.